Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading multiple cartridges with 300 units of insulin. There was no impact to the customer's blood glucose level, it was confirmed that the customer has manual insulin injections available as alternate insulin therapy.